Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the communication cable having a short in it. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.